Manufacturer narrative:
The device was returned to olympus for inspection and the reported event was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical component problem, but the cause of the insulation beak failure could not be determined. The most likely cause is worn and tear from repeated use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during reprocessing, the ceramic tip of the sheath fractured. There was no patient involvement.